Event description:
During impaction of cup, the shaft of the offset impactor fractured right at the point of contact w/ impactor pad. Case was finished robotically, no other issues. No delays. No pt harm. Pictures of the break will be sent in followup email. Impaction was showing at 1mm proud so surgeon was satisfied anyhow. Case type: tha. Surgical delay: maybe 1min to locate all pieces and continue. Update: "pics sent. No pt info provided - pt not aware. No debris left inside pt. All components were built out correctly at the time of fx of impactor shaft."

Manufacturer narrative:
Reported event: it was reported that during impaction of cup, the shaft of the offset impactor fractured right at the point of contact with the impactor pad. Case was finished robotically, no other issues. No delays. No patient harm. Product evaluation and results: visual inspection: visual inspection showed the impactor broken in the distal end of the shaft. Please see attachment. Functional inspection, dimensional inspection and material analysis were not completed as visual inspection confirmed the failure. Product history review: review of the device history records indicate 25 devices were manufactured under lot no 32882 and accepted into final stock on 12/22/2015 and (B)(4) devices were manufactured and accepted into final stock on 12/23/2015. The rejected device was dispositioned as "return to vendor" per qt 15-12-0072 on 04/01/2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32882 shows 08 additional complaints related to the failure in this investigation. The related complaint is (B)(4). Conclusions: visual inspection showed the impactor broken in the distal end of the shaft. Failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction of cup, the shaft of the offset impactor fractured right at the point of contact w/ impactor pad. Case was finished robotically, no other issues. No delays. No pt harm. Pictures of the break will be sent in followup email. Impaction was showing at 1mm proud so surgeon was satisfied anyhow. Case type: tha. Surgical delay: maybe 1min to locate all pieces and continue. Update: "pics sent. No pt info provided - pt not aware. No debris left inside pt. All components were built out correctly at the time of fx of impactor shaft".